Event description:
While assessing patient, nurse found stopcock to patient's umbilical venous catheter (uvc) was cracked and leaking blood in patient's bed. Patient was lying in blood and total parenteral and intralipid nutrition (tpn)/il. Patient was stabilized and stopcock was switched out.